Event description:
On (b)(6) 2026 it was reported that on (b)(6) 2026 the user experienced hyperglycemia with blood glucose (BG) levels of 478 mg/dL resulting in hospitalization. The user was transported to the hospital by emergency medical services, admitted to the intensive care unit, and treated with an intravenous insulin infusion and electrolyte replacement. Additional hospitalization details including date of discharge could not be confirmed despite multiple follow-up attempts.

Manufacturer narrative:
The user experienced severe hyperglycemia requiring hospitalization while on iLet therapy. Severe hyperglycemia requiring hospitalization is consistent with acute metabolic decompensation requiring inpatient medical management. Review of available information identified that while the user was in a respite care facility, pump alerts were reportedly not addressed and required supply changes were not performed, resulting in interruption of insulin delivery. The user's spouse reported there was no indication of an iLet malfunction and believed the event resulted from improper management of the iLet by facility staff. The user subsequently developed hyperglycemia with blood glucose values of 478 mg/dL, accompanied by drowsiness and vomiting, requiring transport by emergency medical services and admission to the intensive care unit. Engineering review of the available device history identified no malfunction alerts, no motor errors indicating inaccurate dosing relative to delivery requests and confirmed the iLet behaved as intended. Based on the available information, the event is attributed to failure to resume and maintain insulin therapy after interruption of insulin delivery. No device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.